Event description:
A 3.0 mm diameter x 15 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a proximal rca lesion. The vessel morphology was reported to have severe calcification. It was reported that the physician inserted the endeavor delivery system when the shaft bent. The physician then attempted to inflate to 9 atm when the pressure dropped immediately to 0. It was noted that the shaft had broken. The catheter was retrieved; however, the stent was not on the balloon. It is unk if the stent had deployed or was lost in the patient or the sterile field. The procedure was successfully completed with multiple stents; no details were available. The patient is fine.

Manufacturer narrative:
.